Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter was difficult to undeploy from flower configuration and would not easily go into basket configuration or to a fully undeployed state. This occurred near the right superior pulmonary vein (rspv). The physician attempted to use additional force to push the slider forward and was able to eventually undeploy the catheter, however, the damage to the slider was irreversible after this application. The catheter also stopped irrigating during the procedure. The physician attempted manually flushing the catheter with a 20cc syringe without success. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to return for laboratory analysis as it was lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.